Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the item is not possible at moment as item has not been returned yet nor pictures provided. Medical records were not provided. Device history review not being performed as lot number was not provided. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection was performed on the returned products to verify item and lot number lot 346430 was verified. Cosmetic inspection found light scratches and wear marks on the taper adaptor. The taper adaptor and the glenosphere are assembled together. Further the baseplate was not returned for review. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 115396; lot# unk; comp rvs cntrl 6.5x30mm st/rst. Item# 115310; lot# 4677081; comp rvrs shldr glnsp std 36mm. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised as the glenosphere dissociated from mini baseplate. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.